Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Clear fluid was noted leaking between red and gray cable on one side. Three-point fixation was secured in place and patient had not gotten out of bed. Patient was weaning on p4. Hemodynamics were within normal limits. Decision was made to explant.

Manufacturer narrative:
The investigation for the purge leak has been completed. Impella 5.5 pump was returned and was visually inspected finding no physical abnormalities of fluid leaking residue. The purge cassette was connected to the console and priming initiated after connecting with pump. Red plug was opened and the purge fluid was leaking from the purge tubing at the bond close to kink protector. No bond issue observed at the kink protector. Purge tubing was inspected for damage and clear damage was not identified. The purge tubing was cut at the red plug and motor housing side to narrow down the leakage zone. The purge leak did not reproduce during the manual injection of purging later. No other issues were found. The cause of the purge leak was damaged purge tubing but the exact location of damage could not be identified. Added- d9 device return date.